Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that their ins does not work and stated that she keeps making adjustments up and down and trying different programs. No symptoms reported. Caller redirected to follow up w/ hcp for the following reason: patient has an appointment with managing hcp monday and will discuss concerns at that time. No further complications were reported or anticipated.